Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Review of the system log file confirmed the reported malfunction. As a part of troubleshooting action, the fse checked the system and found that issue was with defective floor stand z-rotation potentiometer. The fse replaced the floor stand z-rotation potentiometer, aligned and calibrated it to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion geometry movements were unavailable. There was no report of harm. Philips has started an investigation of this complaint.